Event description:
It was reported that balloon rupture occurred. The patient presented with coronary artery disease (pad). The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending. Rotablation was performed first. A 20mm x 2.50mm nc quantum apex balloon catheter was then advanced for dilation and was inflated twice at 20 atmospheres for 20 seconds. However, during the third inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another 2.5x20 nc quantum apex balloon catheter. There were no patient complications reported and patient condition was good.